Event description:
A registered nurse reported that during implantation of an intraocular lens (iol), explanted intraocular lens due to the nasal haptic was broken off while in the bag and had been scarred into position and left in a bag. Iol displaced 3mm nasally, physician saw the edge of iol and caused arc in vision. Iol placed in sulcus without difficulty. Symptoms were improved, re-exam in 3 weeks to decide next steps. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).